Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2006; dtba1d crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.